Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels ranging between 400 mg/dl to above 500 mg/dl. The customer delivered a bolus via the pump to stabilize bg level. The contact stated the suspected cause for the high bg levels was due to not delivering a food bolus prior to eating a thanksgiving meal. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.